Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 10 minutes: 225 mg/dl (mobile) and 106 mg/dl (hospital meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.